Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was broken. The hemostatic part of the device was damaged. There was no patient participation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6fr angio-seal vip device was received for product evaluation. The guidewire, kinked locator and hemostasis sheath were returned. Visual inspection revealed that there was a deformation (kink) identified at the blood inlet hole of the locator. No other visual anomalies were noted. For dimension testing, the outer diameter of the arteriotomy locator was measured to be 0.0907". All measurements were within the manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of an off axis force to the arteriotomy locator caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.